Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the FDA that the customer got hospitalized due to high blood glucose and diabetic keto acidosis on 3 occasions with unknown blood glucose levels at the time of the incident. The highs were caused by kinked infusion set cannulas. The customer uses quicksets. The customer's highs stopped when they stopped using the pump. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer did not contact medtronic directly. No further information was provided. Insulin pump will not be returned for analysis.